Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 16 with associated fault ID and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty and shipping details, instructed customer to place pump in storage mode, advised them to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days.